Event description:
Additional information was received that subsequent shock impedance measurements greater than 125 ohms were observed. Patient monitoring was to continue. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A boston scientific field representative indicated that this crt-d will not be returned as it was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead, and left ventricular (lv) lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. A review of the trend showed gradually rising shock impedance measurements. Subsequent in-clinic measurements were out of range as well. Analysis on a submitted copy of the device memory revealed out of range measurements in any shocking vector that includes the proximal coil and gradually increasing pacing impedance measurements, though still within range. Boston scientific technical services (ts) provided troubleshooting and reprogramming options. Additional information obtained from a local field representative indicated that the shocking vector was reprogrammed and remote patient monitoring will continue. No further intervention was planned at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received from a clinician indicates that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead was reprogrammed to a single coil configuration to address intermittent out-of-range impedance measurements and is now reaching shock impedance values of around 170 ohms. Boston scientific technical services (ts) was consulted and reviewed this patient's past history with the clinician. The clinician noted that the patient has heart failure and is on dialysis. Ts discussed that the out-of-range impedances may be caused by calcification of the lead coils, as patients on dialysis often produce more calcium. Ts also discussed performing a shock impedance test and that a fault code is recorded on the device after a shock impedance value of 145 ohms or greater is recorded. The clinician indicated that they are unlikely to perform any intervention due to the patient's health condition. This crt-d remains in service. No adverse patient effects were reported.